Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as maude report #: (B)(4). It was further reported that the original stenosis of the target lesion was significant and the target vessel was mildly calcified. Gangrene was present before the procedure was performed. A snare device was used to attempt retrieval of the partial balloon segment without success. A second balloon was advanced and inflated for treatment and then was successfully removed without complication. In (B)(6) 2012, the patient returned for subsequent intervention and the balloon segment and stent placed to trap the balloon segment were removed. The patient underwent a femoral embolectomy and vein patch repair. In (B)(6) 2012, the patient underwent a partial foot amputation at the trans metatarsal.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, tip detachment and removal difficulties occurred. The target lesion was located in superficial femoral artery. The physician advanced a 15mmx4.00mm apex balloon and dilated the lesion. The balloon was deflated and when the physician attempted to withdraw it through a non-bsc introducer sheath balloon withdrawal resistance occurred. When the physician continued the attempt to remove the apex balloon, it became stretched and a tip detachment resulted. The physician was unable to retrieve the tip of the apex balloon. A 3.5x12mm veriflex stent was deployed to secure the apex balloon tip against the vessel wall. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Correction: dr. Last name corrected from (B)(6). (B)(4).